Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID m943899a lot# serial# unknown implanted: explanted: product type accessory product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported they needed a new battery for their controller, because the controller would not power on for the last 4-5 months. Pt said they needed to get an MRI, but would be unable to do so without a functioning controller. Agent inquired if pt's ac power supply's green light came on when plugged into outlet; pt said there was no light even though they tried multiple outlets. The issue was not resolved. Pt became slightly escalated that they would have to wait for ac power supply and wanted to have all components replaced (ac power, controller, and li battery pack) so they could have MRI asap. Agent collected serial numbers of controller and battery pack and told pt if the controller did not charge up upon receiving replacement ac power cord they should call patient services back for additional troubleshooting. Pt called stating he just go the cord yesterday and now seeing software problem when attempting to charge. Patient services (pss) walked pt through resetting equipment and this solved the issue. Pt called back stating they were trying to recharge the ins and the screen goes off but the green light was blinking. Pss reviewed the screen is expected to go blank when no button is pressed. Pss reviewed to monitor the green light and no need to activate the screen all the time. Pt understood. [See general text info for details on omitted information.]